Manufacturer narrative:
No complaint was received with the return of the device. As received, a complete lead was returned in one piece. Failure event observed during analysis. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath distal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to another device or features of the heart. Electrical testing was normal.

Event description:
This report is to advise of an event observed during analysis.